Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was sufentanil with an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that the patient reported she was hospitalized and "almost died.¿ the patient stated that the hospitalization was unrelated to the stimulation and pump, but then proceeded to report that she went through withdrawal, they were throwing up. The patient then kept saying "pump, okay, pump okay", when clarification was attempted on the withdrawal event. The patient states that she was taking klonopin orally for anxiety. When asked for a date when the patient went through withdrawal, the patient answered she was unconscious when the neighbors found her on (B)(6) 2019. There was no out of box failure reported and there was no medical/therapy problem related to the small components product. The patient sees her healthcare professional (hcp) on (B)(6) 2019, and she noted that she also sees another doctor for refills, who gives her dilaudid for break through pain to address chronic pancreatitis (patient services specialist was under the impression this issue was prior to implant). There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-may-02. It was reported that the withdrawal and patient being unconscious was ¿unrelated to tdd; she had abruptly stopped oral klonopin due to mail order issues.¿ there were no further complications reported/anticipated.